Event description:
It was reported that after an initial bunion surgery, all hardware was removed on (B)(6) 2024 due to dorsal irritation from the hardware. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery, all hardware was removed on (B)(6) 2024 due to dorsal irritation from the hardware. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. Additional information indicates the patient's bones were completely fused/healed. No devices were returned for evaluation. Device-specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Although several factors can contribute to the reported event, the most likely cause cannot be determined due to the limited information provided, and no device being returned. However, additional information indicates the patient was small, causing the hardware to be prominent, possibly contributing to what the patient experienced. Additional tmc devices explanted in the same revision surgery were reported in 3011623994-2024-00210.